Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp t-connector extension set became occluded during a blood transfer procedure. A blood transfer system device was used to access the line for blood gas sampling; however, following removal of the transfer device, blood reportedly leaked from the transfer device port at the insertion site. Subsequent attempts to replace the blood transfer device were unsuccessful, as the umbilical arterial catheter (uac) line could no longer be flushed or aspirated, ultimately necessitating removal of the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.